Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 3.1 half-height drawer had constantly failed due to a failure of the controller board. A field service engineer had replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a main 3.1 half-height drawer constantly failed and delaying medication to patients. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.